Event description:
It was reported that one of the cylinders of this inflatable penile prosthesis presented a bulge, resulting in an inability to inflate it as it did not fit anymore in the corpora. A revision surgery was performed to remove and replace the cylinder with a malleable prothesis. There were no patient complications reported.